Event description:
Two flexible probes were returned by the customer with blocking washers that had slipped. Initial investigation by technical service suggested that the washer may have broken free during disassembly - if the locking nut was pulled toward the tip of the flexible probe, while twisting the flexible probe. This may have occurred if the user was not aware that the locking nut was removable only toward the bottom of the flexible probe, and was fixed in place after dethreading from the tandem. Varian has since determined in 2011 there was a product problem with the design of the flexible probes with blocking washer, part number gm11002420, and has recalled the product. All previous complaints of a moved blocking washer are being reported as mdrs at this time.

Manufacturer narrative:
In some circumstances, it is possible for the old design blocking washer to shift to a different position on the flexible probe, or destabilize it to the extent that it does not secure the probe to the source guiding tube when the locking nut is tightened. The shifts reported for the old design have been in the distal direction along the probe causing the tip of the probe to fall short of the tip of the cylinder segment lumen. If the shift is sufficient to displace the probe below the gripping jaw (approx 5mm), the locking mechanism will not work, and the flexible probe tip will be located proximal to the intended position by the distance of the shifted blocking washer. Varian developed a new design flexible probe and source guiding tube that do not contain a blocking washer. The parts for the new design are identified as follows, and have been included in all default applicator sets beginning in (B)(6) 2010: gm11002280, flexible probe, 2.8mm x 320 mm and gm11010280 guiding tube for segmented cylinders. An urgent medical device correction notification letter was sent on (B)(6) 2011. No add'l f/u to this MDR is expected. (B)(4). Add'l lot #: g08.